Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed brusing from wearing the lifevest. The patient visited the emergency room where she was prescribed flexeril for bruised ribs and muscles. Follow up indicated that the patient was not taking the prescription as it 'made her feel weird' and the patient took tylenol instead. The patient reported that the bruising healed.